Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from september 30, 2019 - october 2, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found a leak inside the housing. The cause of the leak was due to a missing film-wrap. The cause of the missing film wrap was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the balloon was damaged in a large volume infusor. There was no patient involvement. No additional information is available.